Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D4 correction: the serial number, lot number, expiration date, and UDI number were updated to reflect the product that was explanted. D6a correction: the date of implant was updated to reflect the product that was explanted. H6 correction: the codes were updated to reflect normal eol/eri.

Event description:
Additional information was received that the ipg met normal longevity.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future. The device is still providing therapy.